Event description:
It was reported that a 23mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 8 years, 8 months due to unknown reasons. A 23mm transcatheter valve was implanted.

Manufacturer narrative:
H11. Additional narrative surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Based on the information available, a definitive root cause cannot be conclusively determined. A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error.